Event description:
A malfunction was reported, with the customer experiencing a malfunction code displayed as "malf 12". There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.